Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
There was planned revision for tha (cup and head exchange case), but penetrated the inner plate of the pelvis during impacting the psl cup. Since a cement cup was not prepared, 50g of -tcp artificial bone was fixed to the dropped acetabulum with trident hemispherical mulch. The bottom of the cup was in the inner plate, further more many artificial bones were leaked in the pelvis, but completed the surgical procedure by doctor judgment.